Event description:
The duett sealing device was deployed following a diagnostic procedure (via a 5f sheath, in the right common femoral artery). It was reported the scar tissue at the site made insertion and withdrawal of the introducer sheath difficult, otherwise the deployment of the duett was uneventful. The pt experienced symtomps of arterial occlusion, and was treated wtih heparin, retavase, and reopro. Flow was restored to the leg and the pt was discharged 48 hours later with no residual effects.